Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned 13-years-old female patient of unknown origin. Medical history was not provided. Concomitant medication included insulin glargine for diabetes mellitus. The patient received insulin lispro (rdna origin) (humalog 100u/ml) cartridge via a reusable pen device humapen luxura hd, at an unknown dose, thrice daily, via unspecified route, for the treatment of diabetes mellitus, beginning approximately sometime in (B)(6)2020. Sometime since (B)(6) 2021, while on insulin lispro treatment, she had a problem with her device humapen luxura hd as it was jamming when the dosage was arranged and the drug was not coming out from needle tip and due to which she could not apply her doses (pc number: (B)(4) and lot number: 1808g01). As a result, her blood glucose measured as (B)(4) (units and range not provided) on (B)(6) 2021 at home until the patient admitted to the hospital, the blood glucose elevated to (B)(4) (units and range not provided) and the she got into coma where she was taken into intensive care for three days. After intensive, care she was taken into service and discharged on (B)(6) 2021. She was advised by her physician to change her device. Information regarding any corrective treatment and outcome for events was not provided. Insulin lispro treatment status was not provided. Follow up would not be possible because the consent to contact the patient and healthcare professional (hcp) was not gained. The operator of the humapen luxura hd device and his/her training status was not provided. The humapen luxura hd model device duration of use and suspect humapen luxura hd device duration of use was approximately one year. The humapen luxura hd device associated with pc (B)(4) was returned to the manufacturer on (B)(6) 2021. The reporting consumer did not provide any relatedness for the events with insulin lispro treatment while related them with humapen luxura hd device. Update 16-feb-2021: multiple information received on 12-feb-2021 and 15-feb-2021 were combined and processed together. Edit 18-feb-2021: upon review of information received on 12-feb-2021 and 15-feb-2021, humapen luxura hd device was re-coded to more appropriate material number. No other changes were made. Edit 19 feb2021: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. Added unique identifier number for the suspect humapen luxura hd device for expedited device reporting. No new information added. Update 07apr2021: additional information received on 06apr2021 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, improper use and storage from no to yes, malfunction from unknown to no, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the humapen luxura hd device associated with product complaint(B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 07apr2021 in the b.5. Field. No further follow-up is planned. Evaluation summary: the mother of a female patient reported that, since (B)(6) 2021, the patient's humapen luxura hd device was jamming and the drug was not coming out from needle tip. Due to this she could not apply her doses. On (B)(6) 2021 the patient experienced increased blood glucose and diabetic hyperglycemic coma. Investigation of the returned device (batch 1808g01, manufactured august 2018) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. The core instructions for use states if any of the parts of your humapen luxura hd appear broken or damaged, do not use, and to always carry a spare insulin pen in case your pen is lost or damaged. There is evidence of improper use. The patient continued to use the device after experiencing problems with it. It is unknown if this misuse is relevant to the events of increased blood glucose and diabetic hyperglycemic coma.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned (B)(6) years-old female patient of unknown origin. Medical history was not provided. Concomitant medication included insulin glargine for diabetes mellitus. The patient received insulin lispro (rdna origin) (humalog 100u/ml) cartridge via a reusable pen device humapen luxura hd, at an unknown dose, thrice daily, via unspecified route, for the treatment of diabetes mellitus, beginning approximately sometime in feb-2020. Sometime since (B)(6) 2021, while on insulin lispro treatment, she had a problem with her device humapen luxura hd as it was jamming when the dosage was arranged and the drug was not coming out from needle tip and due to which she could not apply her doses (pc number: (B)(4) and lot number: 1808g01). As a result, her blood glucose measured as 450-460 (units and range not provided) on (B)(6) 2021 at home until the patient admitted to the hospital, the blood glucose elevated to 600 (units and range not provided) and the she got into coma where she was taken into intensive care for three days. After intensive, care she was taken into service and discharged on (B)(6) 2021. She was advised by her physician to change her device. Information regarding any corrective treatment and outcome for events was not provided. Insulin lispro treatment status was not provided. Follow up would not be possible because the consent to contact the patient and healthcare professional (hcp) was not gained. The operator of the humapen luxura hd device and his/her training status was not provided. The humapen luxura hd model device duration of use and suspect humapen luxura hd device duration of use was approximately one year. The humapen luxura hd was retained for evaluation and its return was expected. The reporting consumer did not provide any relatedness for the events with insulin lispro treatment while related them with humapen luxura hd device. Update 16-feb-2021: multiple information received on 12-feb-2021 and 15-feb-2021 were combined and processed together. Edit 18-feb-2021: upon review of information received on 12-feb-2021 and 15-feb-2021, humapen luxura hd device was re-coded to more appropriate material number. No other changes were made. Edit 19 feb2021: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. Added unique identifier number for the suspect humapen luxura hd device for expedited device reporting. No new information added.